Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device will not be returned to zoll for evaluation. The device was repaired and returned to service for clinical use.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not discharge with external paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.